Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the reported event found during device inspection could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center for a separate issue. However, during inspection of the device, foreign objects was observed in the auxiliary jet tube. It was determined that the auxiiliary jet tube needed to be replaced. There was no patient involvement.